Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. There were several stent struts on the distal end of the stent that were bent, lifted and overlapping. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After performing rotational atherectomy (rota), the target lesion was dilated with flextome cutting balloon catheter and intravascular ultrasound (ivus) was performed. Subsequently, a 3.00 x 28 synergy drug-eluting stent was attempted to be advanced with a non-bsc guide extension catheter; however, the synergy stent could not go through the non-bsc guide extension catheter even after several attempts. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed with a 3.00 x 32 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After performing rotational atherectomy (rota), the target lesion was dilated with flextome cutting balloon catheter and intravascular ultrasound (ivus) was performed. Subsequently, a 3.00 x 28 synergy drug-eluting stent was attempted to be advanced with a non-bsc guide extension catheter; however, the synergy stent could not go through the non-bsc guide extension catheter even after several attempts. The device was removed and it was noted that the edge of the stent was lifted. The procedure was completed with a 3.00 x 32 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.